Event description:
During lasik surgery in 2002, the intralase fs laser was used to create the corneal flap and the intralase fs disposable pt interface was used to applanate the cornea prior to flap creation. The surgeon did not notice that the pt interface cone was damaged prior to use. Note: the pt interface instructions for use specifically state that the user must inspect the device for damage prior to use. The surgeon began with a 160 micron depth, noticed that the corneal flap was not planar, and then re-applanated the pt. The surgeon then attempted a second cut at 120 microns and was able to lift the flap, treat the pt (lasik), and lay the flap back down successfully. At the two-week post-op visit, the pt presented with a 3-line loss in best corrected visual acuity (bcva), compared to baseline, and possible irregular astigmatism. Intralase will obtain future post-op bcva data on this pt. This event is being reported as a malfunction MDR because a non-planar corneal bed has been postulated as a potential cause for poor refractive/visual outcome.